Event description:
The customer reported the sys would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and determined that replacement of the hard drive and reloading software was needed, but no conclusion can be drawn as repair info is not available.